Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long, or not advancing the implant far enough into the sacrum.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of pain around the si joint after the procedure. The surgeon determined that the most superior positioned implant was too proud of the ilium and was irritating the surrounding tissue. Four days after the initial procedure, the surgeon performed a revision surgery where he removed the implant. The patient is doing well following the revision surgery.